Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7081727. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7081587.

Event description:
It was reported that the deep brain stimulation (dbs) patient lost therapy and experienced a return of the essential tremor symptoms. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). When the physician opened the ipg pocket the lead extensions were balled up on top of the ipg, tissue had grown around the lead extensions. The physician replaced the ipg and straightened out the lead extensions.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7081727. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7081587. The ipg was received for analysis, and it would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. The asic damage observed during the investigation is a secondary finding and is unrelated to the reported allegation; the probable cause is unintended use error caused or contributed to the event. A labeling review was performed and revealed no anomalies. The instructions for use (IFU) states, weakness, muscle spasms, shaking, restlessness, or problems with movement; worsening of disease symptoms, potentially caused by loss of stimulation, medication changes, surgery, or illness; in rare cases worsening can become a life threatening crisis associated with varied symptoms such as mental status changes, fever, and muscle rigidity; and loss of adequate stimulation are known risks with the use of dbs.

Event description:
It was reported that the deep brain stimulation (dbs) patient lost therapy and experienced a return of the essential tremor symptoms. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). When the physician opened the ipg pocket the lead extensions were balled up on top of the ipg, tissue had grown around the lead extensions. The physician replaced the ipg and straightened out the lead extensions.